Event description:
Customer reports, a 57 year old male underwent a radical retropubic prostatectomy with bilateral pelvic lymph node dissection. As the surgeon closed the skin layer, the tip of the needle broke off. Wound explored; needle tip not found. Flat plate of abdomen obtained; needle tip not visualized. Reportedly, surgery was prolonged as a result of this incident. Customer reports, there was no apparent injury and no complications in the pt's immediate post-operative course.

Manufacturer narrative:
No samples were returned. Co evaluated retained samples for brittleness (90 degree bend test) and strength (tinius olsen). None of the needle broke and all results were acceptable. A review of the lot history was unremarkable. No other complaints have been received against this lot. Without the actual sample co is unable to determine a cause for the reported problem. Co's tests and records indicate the product should have performed satisfactorily.